Manufacturer narrative:
Our field service engineer was on site to investigate the reported issue. After the inspection, it was found that the transformer of the compressor was not working, the customer did not request any service and decided not use the compressor anymore. Due to circumstances mentioned above, the root cause of the reported event was not possible to be found.

Event description:
It was reported that the compressor could not be turned on. There was no patient involvement. Manufacturer ref.#: (B)(4).